Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 3165 device embedded in tissue or plaque health effect impact code: 2199 no health consequences or impact medical device problem code: 2907 detachment of device or device component code: 424 cap. ________ below is the response from the hospital after performing a good faith effort (gfe): was the procedure for treatment or diagnostic purposes? Treatment was either product used to complete the procedure? No. Did a nurse attach the cap to the distal part of the endoscope? If so, did they hear the clicking sound when attaching it? Yes, she attached and heard the click. Did the duodenoscope elevator break after being removed from the patient? No. Can you confirm the elevator broke during trouble shooting/testing? Another one same lot was tested to try to repeat the action of the first one falling off. Did the troubleshooting testing involve reattaching the dec and trying to remove it from the duodenoscope? No. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. Importer MDR 2518897-2023-00051, dec distal end cap model oe-a63 lot number 021122 importer MDR 2518897-2023-00052, duodenoscope model ed34-i10t2 serial number (B)(6).

Event description:
Pentax medical was made aware of a complaint on 09-nov-2023 that occurred during use in canada involving a pentax medical sterile distal end cap(dec) model oe-a63, lot number 0021122. The sterile single use distal cap was used with pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(6). Reassessment of the event based on good faith effort(gfe) response received from the user via email on (B)(6) 2023. The customer reported that after hearing the click sound when attaching the dec to the distal end of the duodensoscope the dec had come off in the patient's mouth during treatment. Another dec, also lot number 002122, was used to continue the procedure. There was no reported harm to the patient and the patient was not recalled for further screening. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Event description:
Refer to h10.

Manufacturer narrative:
Evaluation summary: pentax medical has requested customers to return the used sterile distal end cap, but to date they have not yet been returned. Although the device was not returned, communications and interviews were conducted, as well as a review/analysis of the production records was performed. If a sterile distal end cap(dec) is not properly attached to the tip of the duodenoscope, it could result in the dec falling off if it is subjected to a load or force. However, this has not been determined in this case. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the duodenoscope was manufactured on 13-apr-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on 13-apr-2023 and actual date shipped were confirmed on 14-apr-2023. Based on the manufacture investigation the root cause was not able to be established. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. Importer MDR 2518897-2023-00051, dec distal end cap model oe-a63 lot number 021122. Importer MDR 2518897-2023-00052, duodenoscope model ed34-i10t2 serial number (B)(6).